Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was bent in the inserter and got stuck. Through follow up, it was learned that the lens did not cone out correctly, therefore, failed to be implanted. No additional information was received.

Manufacturer narrative:
Additional information and corrected data the following fields have been updated accordingly per further information received: section b5 - describe event or problem: the lens was discarded by the customer. Additional information provided that the lens did not deploy. Therefore, it was confirmed that the lens would not come out of the inserter as the issue occurred prior to insertion of the lens into the patient's eye. There was no patient contact with the device. The patient was not injured and no additional surgery was performed. The patient is doing fine. Section h6 - type of investigation: 4115 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.